Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_prog, product type: programmer. Product ID: neu_unknown_lead, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had her entire system removed because she needed to have an MRI. If additional information is received, a supplemental report will be submitted.